Event description:
1) very slow cuff leak was observed during use afer some time of use. No leak detected by the a priori cuff testing. Coughing of patient gives a hint of a less sealing cuff. 2) no health effect to the patient occured. The tracheostomy tube with the cuff problem was changed.

Manufacturer narrative:
A theoretical investigation was conducted, as there were no photos and no goods available. The initial report does not name any user contact, therefore it was not possible to contact the reporter and adress furhter questions. All cuffs of the tracheostomy cannulas are subjected to a 100% test as part of the quality inspection during production. Leaking products are discarded. However, after a passed a priori cuff check, the leaking problem occured during some days of use. It is therefore confirmed that the product was originally in perfect condition, including a tight cuff-system and a working cuff inflation via the inflation line. It can be assumed that sharp-edged structures in the area of the cuff have led to the leakage during use. Nevertheless, the cause cannot be conclusively determined due to the missing goods and further use details.